Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had damage and was exposed to moisture. Customer's blood glucose level was unknown at the time of incident. Customer stated that o-ring inside lip of reservoir compartment was not missing. Customer stated there were no cracks in the insulin pump. Customer was assisted with self test and the insulin p[ump passed the self test. Advised to discontinue use of the insulin pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.